Manufacturer narrative:
Additional information has been added which was not included with the initial report. The information has been provided in section b5 with this report. Retainer ring = black. Case type = ngp. Customer returned pump for an alleged critical pump error (open book image) alarm, unexpected error message and exposure to moisture found on 06-nov-2022. Pump passed the self test, active current measurement and sleep current measurement. Unable to verify unexpected error message and perform the displacement test, prime/seating test, basic occlusion test, force sensor test, occlusion test and dat due to a constant pump error 38 alarm during the rewind test. Successfully downloaded history files, traces and xtest using thus. Per r&d engineer, there was no evidence of the open-book was found in the history/traces/xtest data. However, pump error 24 (critical error ) was found. Critical pump error 24 alarm was generated since the motor health check failed (the motor vcc was less than 2.9v). Suspecting the hw. Pump was cut open to perform visual inspection and found a corroded motor home switch. Corrosion was also found on the pcba 1, pcba 2, force sensor and vibrator assembly noted. Pump error 38 alarm was recorded and found in the formatted history file on: 01/12/2023 13:59:45.000. No pump error 37, 39, 41, 42, 43, 79, 80, 82 and 130 alarm on the pump history noted. Pump error 38 alarm during the rewind test was confirmed due to a corroded motor home switch. Please see below for the date range listed in the formatted history file. The formatted history file lists data from 05/24/2022 to 11/05/2022 and 01/12/2023 to 01/17/2023. There was no data available to verify unexpected error message for the event date. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a scratched case, a cracked case behind the pump near the battery tube compartment and a serial number label missing unable to verify unexpected error message and perform the required testing due to pump error 38 alarm during the rewind test. Pump error 38 alarm during the rewind test was confirmed due to a corroded motor home switch. Critical pump error (open book image) alarm was not confirmed. However, critical pump error 24 alarm was confirmed due to corrosion on the pcba 1 and pcba 2. During visual inspection, corrosion was also found on the force sensor and vibrator assembly noted. Pump exposed to moisture was confirmed. No corrosion or moisture damage found on the reservoir and battery compartment noted. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Medical device problem code has been updated and provided with this report in section h6.

Event description:
The device was returned for the analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer received a critical pump error alarm and there was liquid in the reservoir and battery compartments. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.